Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurately high results compared to feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation . On (B)(6) 2012 at approximately 4:32pm, the patient alleged obtaining a reading of "greater than 304mg/dl" on her lfs meter. The patient reported using a combination of medications including metformin 500mg twice a day, and "short acting" insulin 3-4 units for readings over 150mg/dl. The patient reported in response to the alleged issue, she increased her usual dose of medication to 20 units of "short acting" insulin. The patient denied developing any symptoms due to the alleged issue. The patient reported immediately after testing, she tried to contact her doctor but was unable to reach him. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was in the correction unit of measurement at the time of testing and the patient's test strips were in good condition. However, when a control solution test was run, the result was not within the recommended range. Replacement products were sent to the patient. There is no indication that the subject meter did causes or contributes to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment from a third party suggestive that a serious injury occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.